Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a final/supplemental report will be submitted. G2: foreign, (B)(6). E1: telephone, (B)(6).

Event description:
It was reported that during an unknown time the device was not taking graft according to set depth. The graft taken was thin. No information on patient impact was provided. Diligence is in process and to date no additional information has been received.

Manufacturer narrative:
The following report is being submitted to relay additional information. The following sections were updated/corrected b1, b2, b4, b5, d1, d4, g3, g6, h1, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was not taking graft according to set depth. The taken graft was thin. Another device was used to complete procedure. No surgical delay noted. As graft was needed to cover big area many strips were taken. Diligence is complete.